Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the manipulator ring broke off and remained in the vagina. The patient passed the part on the toilet the next day. No negative impact in state of health reported. Nevertheless, the risk of internal injuries and infection must be taken into account as related to this incident.